Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the clinic due to beeping from the implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that there were high out of range shock impedance measurements. The rv to can was 162 ohms and rv to ra was 181 ohms. Review found that the shock impedance measurement had reached greater than 150 ohms a little over a month earlier. It was further noted that the alert had been raised to 150 ohms in the past. Boston scientific technical services (ts) discussed the option of considering delivery of a 41 joule shock to test the integrity of the system. At this time, no further information is available. Should additional information become available this report will be updated. The rv lead remains in service and no adverse patient effects were reported.